Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Aspiration pneumonia and intestinal obstruction are known complications of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, the duopa administration was started. On (B)(6) 2017, the patient experienced symptoms of dyspnea and fever with temperature 39 degrees c. The doctor conducted computed tomography (CT) examination and confirmed intestinal obstruction and pneumonia with imaging findings. The doctor judged that pneumonia is highly likely to be aspiration pneumonia due to backflow from the gastrointestinal tract. The j tube remained in place and duopa administration was discontinued. The patient fasted. The patient was treated with antibiotic ampicillin sodium/sulbactam sodium IV that was switched to carbapenem antibiotic, meropenem IV. The patient remained febrile with temperature of 39 degrees c and his symptoms has not been resolved as of (B)(6) 2017.

Manufacturer narrative:
(B)(4). The catalog number changed to 0av063-002.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the event of intestinal obstruction was revised to paralytic ileus by the reporting physician. On (B)(6) 2017, patient's respiratory condition worsened. Nasogastric tube insertion was performed on the same day. Fasting and administration of antibiotics were started. Duopa was discontinued and drip infusion of levodopa was provided. As of (B)(6) 2017, it was confirmed that patient recovered from the ileus. Aspiration persisted and oxygen was continued to be administered. On (B)(6) 2017, patient remained hospitalized and underwent therapy for aspiration pneumonia associated with gastric contents reflux due to ileus after insertion of tube. The alternative etiology for the aspiration pneumonia and paralytic ileus was the primary disease.